Manufacturer narrative:
The distal suj was returned to isi for failure analysis and the reported failure of error 32097 was confirmed through the system log. The unit experienced a recoverable error 32097. This type of error showed up on error log history reporting to the act in the suj distal. The unit was installed on the system and the error was not triggered. The unit was tested in the patient side cart fixture test platform (pftp) machine passed all test twice. The proximal suj was returned for failure analysis due to repeated fault on arm1 error 319. The error was confirmed in the field but was not replicated in house.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (suj) and proximal suj to resolve error 319. The system was tested and verified as ready for use. Isi did receive distal and proximal sujs to perform failure analysis; however, the evaluation has not been completed. A follow-up MDR will be submitted when the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer reported errors occurring on universal surgical manipulator (usm)1. The customer undocked the patient and selected fault recover; however, the errors reoccurred on power up. System logs confirmed repeated recoverable and non-recoverable faults reported by armnet1. Intuitive technical support engineer (tse) guided the customer in disabling the usm, so that the system could be used with the remaining usms. The customer disabled armnet1 and the system completed self-test and the procedure continued. System logs confirmed errors reported by multiple components in armnet1, indicating that the distal set up joint (suj) was not responding. The procedure was completed as planned with no reported injury.